Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the last week to ten days the alarm would "go off" every ten to 20 minutes. The patient thought the alarm was their cell phone or the pump was interacting with electronics. For the same period of time the patient had been sick. The patient presented to the emergency room ten days prior and believed he had spinal meningitis. The patient experienced a severe headache, was sweating profusely and when they would fall asleep and wake up their back and neck were "incredibly stiff "and joints were "being locked up." When the patient moved around, it improved. The patient had a low grade fever and their skin was hot from the waist up; their "skin is just on fire". The physician believed it was a virus. Lab work and a spinal tap were done and the results were negative. It was not believed that it was pump related. Approximately two months ago the patient had an MRI. The physician did a spinal block on the l spine and an MRI was needed for the procedure. The pump was checked after the MRI and "it was running fine." The pump was delivering bupivacaine and dilaudid. It was later reported there wasa critical alarm and motor stall. The patient was scheduled for a pump replacement. The patient experienced pain and less than 50% therapy relief. It was later reported the pump logs indicated there was 14.8ml in the reservoir; 21ml was aspirated. The pump was replaced. The patient recovered without sequela. The patient had a surgical follow-up visit scheduled with the physician. The physician increased the dose 10%. The patient was doing very well since the replacement.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and/or wear or lubrication. There was significant residue and shaft wear on the lower shaft of gear 2. Residue was noted on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Significant residue was seen on gear three's o-ring located on top bridge. The stall was due to shaft bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n187676, implanted: (B)(6) 2009. Product type: accessory: product ID 8709sc, lot# n195554024, implanted: (B)(6) 2009. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the last time there was a critical alarm the patient's pump failed and had to be replaced in (B)(6) 2013. The pump alarm sounds would pass through electronic equipment/speakers like cell phones, alarm clocks and transmitting the pump alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.